Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the patient did not cross over to the station after new patient admission. Medications were not crossing to the patient profiles. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not cross over to pyxis. A technical support specialist (tss) dialed into the server and found that the random access memory (ram) was low. The tss suggested upgrading the ram, which the customer completed. The tss also recommended whitelisting the bd software. A site-down query was run, confirming that all orders were passed successfully. The specialist contacted the customer, who confirmed that no issues were found. The system functioned as intended after the technical support specialist troubleshot the device.